Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. The patient experienced a failure to alert after they experienced a hypoglycemic event. On (B)(6)2024, the day of the event, the patient was at a store when the patient collapsed due to hypoglycemia. The patient did not lose consciousness, but her knees got weak. The patient stated they never received an alert for a low continuous glucose monitor (cgm) reading. The store manager assisted and gave sugar tablets and called the paramedics. It was confirmed that the third-party intervention from the store manager was critical and needed due to the severity of the symptoms. The patient felt better after 15 minutes, and no further treatment was given by the paramedics. The patient did not go to the hospital. At the time of the report, the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.